Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day following the implant of the system, there was a pneumothorax noted via diagnostic imaging. The cause of the pneumothorax was not known. A procedure was performed to drain the chest cavity in order to resolve the event. The patient was stable following the procedure. Related manufacturer report numbers: 2017865-2019-09392, 2017865-2019-09393.